Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the touch screen to be unresponsive and inaccurate to touch. The hard drive assembly holds the screen calibration. A lab use only hard drive assembly was installed and powered on. The touch screen was fully functional. The central control monitor (ccm) was powered overnight and the touch screen was observed to be fully functional. It was determined that the hard drive assembly was defective. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the touchscreen. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen was not working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.